Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the ercp procedure, the stent was not released when activated. The doctor tried to reposition the stent to check if it would open, but it was not effective. It was necessary to use a new stent to complete the procedure. No unintended section of this device remains inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence. Additional investigational questions: response received on 08-jul-2025. 1. What was the position of the elevator? N/a, open, closed the elevator was opened. 2. Details of the wire guide used (diameter, type, make)? Cook medical wire guide - g25686 metii-35-480 3. Did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no yes. 4. Please advise the anatomical location of the intended target site. Bile duct 5. Did the patient require any additional procedures as a result of this event? N/a, yes, no no. Only the use of a new stent was necessary. 6. What intervention (if any) was required? Only the use of a new stent was necessary. 7. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day only the use of a new stent was necessary, in the same procedure. 8. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a,yes, no (if yes, please specify what was observed and where on the device it was observed.) No. In a visual inspection, the stent was perfect. The defect was only detected at the time of its release.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-aug-2025.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number cf2209775 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf2209775. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to tortuous patient anatomy and/ or a tight stricture, which may have resulted in a build-up of pressure causing the introducer to compress and led the deployment difficulties reported. From additional information provided ¿the defect was only detected at the time of its release¿. It is possible that while the delivery system got compressed it may have subsequently resulted in sheath tube to separate from the shuttle cap. The inability to evaluate the device due to it not being returned for analysis limits the ability to conclusively determine the cause. As per video provided per customer, stent appears to be lightly exposed/deployed, handle appears to be actuating fine for deployment and recapture- however unable to deploy the stent. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation the evo-fc-10-11-8-b device of lot number cf2209775 involved in this complaint was not returned for evaluation. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The complaint is confirmed based on customer and/or rep testimony.